Manufacturer narrative:
This report will be updated when investigation is complete.

Event description:
Allegedly, patient revised due to mechanical loosening of the acetabular component and elevated ion levels. There was significant corrosion on the neck.